Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
Returned meter serial number (B)(4) was tested with retained test strips lot number 1017514. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification and the standard deviation was within specification. No errors were observed during control solution testing. The readings the customer reported were found in the meter memory. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter while using test strip lots 1086412 and 1031103. Customer reported receiving readings of 23 mg/dl, 53 mg/dl, and 90 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.